Manufacturer narrative:
Patient information is unknown. Implant date is unknown. Explant date is unknown. Contact address and telephone number not available. Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device: part number: 03.010.411, synthes lot number: 2623619, release to warehouse date: 26.aug.2010, manufacturing site: (B)(4). Top level DHR done, spare parts DHR is not possible as the spare parts are not tracked. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device: investigation selection: investigation site: (B)(4). Selected flow: 5. Broken. Visual inspection: upon visual inspection of the complaint device it can be seen that the tip (nearly the whole thread) on the proximal end is broken off and missing (not returned for investigation), this thus confirming the complaint description. Furthermore, the part has all over dents and scratches and is in a well-used condition. Dimensional inspection: not required per selected investigation flow as root cause is use related. In addition, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. Drawing/specification review: not required per selected investigation flow as root cause is use related. Material review: the certificate of the raw material was reviewed during the performed device history review and meet specification. Summary: a device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in august 2010. No ncrs were marked in the DHR during production. Moreover, a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy. Unfortunately, we are not able to determine the exact cause which has led to this occurrence. We can only assume that for the breakage may have been insufficient connection with the blade. If the connection is not tight, the forces while hammering may cause the breakage of the threaded tip. Since we are not aware of exactly circumstances during the surgery we suppose that a handling error must have led to the breakage. To prevent such problems, it is necessary to operate according to the technique guide. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported about a pfna nail -at (B)(6) hospital; (B)(6) 2018. During procedure incorrect length blade was inserted. When discovered surgeon went to exchange it and noticed the tip of the removal tool was damaged. Alternative tool was used to complete the procedure. No adverse event to patient. No delay to procedure. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: unk nail head elements: pfna blade (part # unknown, lot # unknown, qty # unknown).